Manufacturer narrative:
The device is not available for evaluation. The plant evaluation is underway.

Event description:
Solta was contacted by a patient who reported that she still has pain and burns after 8 months from a surgery. The patient reported that the doctor used the vaser technique and then renuvion during the same surgery. It is reported that the exact location of the injury is mostly related to the belly and arms of the patient. The nature of the injury reported is that the patient experienced pain, burns, her skin became harder like hardback leather skin, and a tugging sensation. Right after the surgery, the patient reported very sharp and permanent pain, with aesthetic and moral damage. Approximately 9 months later, the patient reported that she was suffering from lipedema of the legs. Two months after the initial surgery, she consulted a new doctor who proposed a surgical intervention using the medical device "vaserlipo. The operation was carried out by the new doctor and the immediate postoperative period was marked by major complications, namely severe pain in the legs. The appearance of subcutaneous necrosis and then deep wounds required hyperbaric chamber sessions, as well as physiotherapy treatment at a different facility - the patient specified that no healing protocol or prescription for painkillers was prescribed by the doctor. The patient stated, two months after the last treatment, that her condition deteriorated, requiring a new surgical intervention of a skin graft, carried out by a professor at another facility. The patient states she suffered from severe adverse effects following this operation, including: intense pain in both legs making it impossible to walk, significant subcutaneous bleeding leading to skin detachment, skin necrosis requiring a graft. The patient states, approximately 3 months later, that she retained painful and adherent scars, and presented bilateral lymphedema requiring the wearing of a class 3 compression garment.

Manufacturer narrative:
The product was not received for evaluation. The system has no system/data logs that can be reviewed. According to the vaser safety risk assessment, pain after treatment is a known and anticipated side effect of treatment. Since no product was returned for evaluation, no causal factors can be determined and no conclusions can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.